Event description:
Purchased fasciablaster from (B)(6) at the end of (B)(6) 2016, I was lead to believe this product would get rid of pain in my lower back and fix my cellulitis issues. Her facebook page has all these positive stories and no one with negative results. I started having trouble sleeping starting in (B)(6) 2016. This device claims to help lyse fat cells and I found that strut in (B)(6) I began to gain weight without a change in eating or exercise. I have what I would call brain fog. Like asking someone a question and then asking it again 15 minutes later. I started forgetting. I have a stellar memory, it's one of my assets. I felt more and more drained during the day and just led to being exhausted. I am usually full energy, I continued to gain weight and reached out to the company several times. They assured me the device would not cause weight gain. I noticed my legs and stomach becoming like jelly and lumpy when they were solid before. She told me to keep blasting harder and longer. I continued to feel exhausted and semi decreased. All in all I have gained 20 lbs and am in a state of inflammation. I would get bloated and have bad trapped gas and diarrhea for no reason. My urine started to have an awful smell in the mornings as well. Like something dead. My breast would ache so badly and feel 3 times their size right before my period. These are explained as detox from the company. No this is a sign of hormonal changes and who knows what all else from this device. She has changed her contraindications since I purchased this device many times and changed her protocols. I discontinued use of this on (B)(6) 2017. I have since been able to lose 4 of the 20 pounds gained with no change in my diet 2 weeks after stopping I was able to sleep. I had gotten to the point of never being able to fall completely asleep or have a restful sleep. My urine stopped smelling bad about 11 days after stopping. Five days after stopping I developed a migraine headache and I have never had one prior to this device. I have battled with bad trapped gas still but is less frequent. I have an appointment with my obgyn on (B)(6) for a full hormone panel to be done. This device is damaging. She is falsely advertising it and should not be in the hands of consumers. She has no degree in anything and gives medical advise on her facebook page to hundreds of thousands of women. This device needs to be off the market. And she needs to be held liable for all the lies she has told about this device and the deception this is going on.